Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a6, b3, b5, d1, d2, d4, d.6b, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the events of granuloma and lump are unable to be observed as the events are physiological complications. No additional observations were made.

Event description:
Patient reported left side rupture. Healthcare professional reported axillar granuloma and nodules. The device has been explanted.

Event description:
Patient reported left rupture confirmed via ultrasound. Device remains implanted.

Event description:
Patient reported, left rupture. Confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 27mar2024. Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 03jun2024.

Event description:
Patient reported left side rupture. Healthcare professional reported axillar granuloma and nodules. The device has been explanted.